Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Customer declined to troubleshoot for high blood glucose. System check was performed and it was discovered occlusion was caused by a blockage in the cartridge. Customer changed the cartridge to address the issue and resumed insulin delivery.